Event description:
Pt reported that, while troubleshooting recurrent occlusion errors, she discovered moisture inside the device's insulin cartridge compartment. Pt indicated that, although there was no apparent damage to the plastic insulin cartridge, it was wet. She assumed, since the device had not been exposed to water, that the moisture was due to insulin leakage. Pt reported that her blood glucose was elevated (>300 mg/dl), which she self-treated by bolusing.